Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not vibrating as expected. Customer's blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support, the issue resolved on its own and the customer continued to use the pump for insulin therapy.